Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in an emergency room with respiratory arrest. Upon interrogation, non-sustained episode of ventricular fibrillation was noted but device failed to deliver therapy due to functional loss of undersensing. The patient passed away due to respiratory arrest. There is no known allegation from health care professional that death was related to device or procedure.